Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported episodes of right ventricular oversensing was observed via remote transmission. It was discovered that the rv oversensing egm storage was turned off. Programming changes were made. The patient was stable and experienced no complications before and after their visit.